Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer stated that the cannula crumpled up during insertion and insulin was not delivered. Customer woke up with blood glucose readings of 400 mg/dl. Customer reported symptoms of nausea and vomiting prior to the hospitalization. Customer also reported difficulty with the serter. Customer's recent blood glucose reading was 200 mg/dl and has treated with the insulin pump. No further information reported.